Manufacturer narrative:
Our field service engineer investigated the device on-site, where the reported issue was confirmed. During troubleshooting, it was determined that the reported issue was caused by the air and o2 gas modules, which was therefore replaced. After replacing the gas module, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirm the reported issue with the failed internal leakage test, but also that the device had failed the flow transducer test during the pre-use check. The air and o2 gas modules were returned for further investigation. A visual inspection of the returned gas module revealed no abnormalities. The gas modules were then installed in a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed successfully for three days without generating any alarms or errors. During the ventilation period, several oxygen concentration manipulations were performed; however, the gas modules operated without any issues. Following the ventilation period, several pre-use checks were conducted, all of which passed. The conclusion is that the device failed to meet its specifications during the reported event. The reported issue could not be reproduced at the manufacturing site, and therefore no definite cause can be established. Nevertheless, based on the available information and the device log analysis, it can be determined that the air and o2 gas modules might still be the cause of the failure. The failure appears to be intermittent, making it difficult to reproduce consistently.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).